Event description:
It was reported that an incorrect measurement was observed on the implantable cardiac monitor (icm) during hyper care remote monitoring. It was noted that there was an incorrect measurement whereby the manufacturing date clock (mdt) was different from the real time clock (rtc). The (artificial intelligence) ai feature was unable to work properly due to this initial discrepancy and reliance on historical information from dates/time to train resulting in potential discrepancy down the road in date/time. The potential for a static offset of 1164 hrs./48 days was plausible. There were no known or reported patient complaints or consequences.

Manufacturer narrative:
Section e1: the initial reporter is abbott though the following facility is listed.

Manufacturer narrative:
The reported event of clock drift was confirmed. Based on the information provided, it was determined that the device clock had a static offset, but the accuracy was within specifications. The clock drift resulted in the artificial intelligence (ai) not functioning appropriately, but all other device features are operating correctly.

Manufacturer narrative:
Correction: section g3: the awareness date for the initial report 2017865-2026-00852 should have been (B)(6) 2025, instead of (B)(6) 2025.

Manufacturer narrative:
Correction: section h2 " device evaluation " and h3 "yes" should have been selected for completed software investigation.